Manufacturer narrative:
Risk management dept will be asked to release iab for evaluation. Follow-up report will be filed if more information becomes available.

Event description:
It was reported that md was inserting iab through a sheath via femoral artery. Iab became stuck in sheath but md continued to try and insert iab. Md was extremely agitated and while pushing iab into sheath, he dissected patient's femoral artery. Patient was sent to or to remove iab and repair the injury. The iab is now in risk management dept. Patient is recovering and doing well.